Event description:
On (B)(6) 2009, the patient reported while changing the insulin cartridge insulin spilled into the cartridge compartment of the infusion device. She stated that she did not attach the adapter and infusion tubing to the insulin cartridge prior to insertion. She was educated on the proper procedure. She stated this occurred on (B)(6) 2009, and there was condensation in the cartridge compartment at the time of the report. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.